Event description:
It was reported that during a recanalization procedure, the catheter was excited after reaching the suction position, and it was found that the sound was wrong, and allegedly there was no blood outflow at the same time. It was further reported that a ruptured mid-catheter was allegedly found after withdrawal of the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and hence physical investigation was not possible. Images were provided for review. The user report contains information regarding mechanical jam. User provided images show catheter tube damage that could be result of user damaging the tube with the finger nails or catheter working in the steep bifurcation of the patient. Due to the physical sample not received and not clear circumstances of the damage shown in the provided images the reported mechanical jam malfunction can not be confirmed. Therefore, the investigation could not be confirmed for the reported mechanical jam issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was excited after reaching the suction position, and it was found that the sound was wrong, and allegedly there was no blood outflow at the same time. It was further reported that a ruptured mid-catheter was allegedly found after withdrawal of the catheter. The procedure was completed using another device. There was no reported patient injury.